Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reset the pump and resumed insulin delivery. Customer¿s blood glucose level was 550 mg/dl. Customer addressed the elevated bg with a bolus of insulin from the pump.